Event description:
The company was informed that the pt has developed a staph infection. The pt's device has been explanted. Advanced bionics is in the process of gathering more information and will submit a supplemental report once more information is received.